Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. Review of the device data log noted an alarm displayed for 'cassette not attached properly.' Functional tests included use testing. The device was attached to a fluid filled cassette then started and the device was functionally tested and functioning properly. The downstream sensor was replaced as a preventative measure. Based on the evidence, the complaint was not confirmed. The root cause of the alarm was unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a cassette not installed properly error. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.